Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. The cause of migration was unknown. The patient underwent a lead explant procedure.